Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they woke up early in the morning on (B)(6) 2019 and felt extremely sick. They stated they began to vomit excessively. Their husband noticed that the cgm was 100 points off from the bg meter reading. He could not recall what the bg meter was displaying at the time. He called the paramedics and they transported the patient to the emergency room (ER). While in the emergency room, a nurse took a finger stick reading and the patient¿s bg was in the 490¿s mg/dl compared to the cgm that was displaying in the 300¿s mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with insulin. The patient was kept in the intensive care unit (ICU) for observation and was released from the hospital on (B)(6) 2019. At the time of contact, the patient was doing okay. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.